Event description:
Pt reported that she went to the emergency room on (B)(6) 2023 due to an issue with her IV line. She had a crack in the line, and ended up having a brand new line put in on (B)(6) 2023. Pt was released from the hosp on (B)(6) 2023. IV remodulin pt. No further info known. Pt actively on remodulin, ambrisentan, sildenafil citrate. Reported to cvs/caremark by pt/caregiver.